Manufacturer narrative:
The reported issue that the device had dim segment on the led display could not be confirmed; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time; however bd is currently investigating the dim segment issue with CAPA pr (B)(4). No device history or qn search was performed since no source device serial number was reported by the customer. The alaris syringe module is typically used for treatment. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported that the device dim segment on the led display is being replaced. Although requested, no additional information was provided.